Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer number: 3008452825-2018-00341, 2182269-2018-00122, 2182269-2018-00127. Following a vt ablation procedure, a tamponade occurred. The procedure was completed with no performance issues noted and an echocardiogram immediately following the procedure was normal. The day following, the patient didn¿t feel well. An echocardiogram revealed a tamponade for which a pericardiocentesis was performed to stabilize the patient.